Event description:
It was reported that approx one year post stent implant, the pt present with non-disabling leg pain. Imaging demonstrated that the vascular stent was fractured and occluded. A recanalization catheter was used to successfully cross the occlusion. Another MFR's stent graft was successful implanted within the vascular stent without incident. The pt is reported to be in good condition.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The stent remains implanted. Therefore, a device eval could not be performed. The investigation is currently underway.